Manufacturer narrative:
(B)(4). According to available information, this lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this atrial lead was implanted. After the pocket was closed, testing with the device revealed no capture on this atrial lead. Attempts with different programming options did not obtain acceptable thresholds. Fluoroscopy did not reveal the lead had dislodged, however a decision was made to reposition the lead. The pocket was reopened and this lead was successfully repositioned. Acceptable measurements were obtained. No adverse patient effects were reported.